Event description:
Product safety issue with b. Braun infusomat space infusion pump system. In the drug library, oxytocin dosage is listed in units not milliunits. It is the standard in the obstetric area to give oxytocin in milliunit dosages for titration in induction/augmentation of labor. The software doesn't give the hospital an option to put milliunit dosages n the library. The infusion pump displays only units and not milliunits, which poses an opportunity for a healthcare provider to increase/decrease oxytocin titration dosages causing harm to mother and/or fetus. The product software must include the concentration of oxytocin infusing using milliunits/minute as it is ordered and titrated, so the provider could clearly see on the infusion pump display how many milliunits of oxytocin is infusing at a quick glance without having to calculate conversion from units to milliunits. Intravenous infusion of oxytocin.